Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0151 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw0151) have been reported from the same facility.

Event description:
It was reported by customer "2 incidents with single lumen PICC is hanging up in skin. Peel away sheath is the problem it has happened with different inserters, clearly center vessel. Last one that occurred actually looked like an ¿s¿ after incident. Our separate microintroducer kits are functioning superbly, no issues." This report addresses the second device.